Manufacturer narrative:
Updated fields: device available for eval? Changed to no. Initial reporter: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). H3 other text : device not returned.

Event description:
It was reported that during therapy, an intra-aortic balloon (iab) rupture occurred. Blood was seen in the extension tubing. The cardiosave intra-aortic balloon pump (iabp) was swapped out, though, no blood contamination was observed in the unit. There was no patient harm or adverse event reported. This report is for the iab involved in this event. A separate report has been submitted for the cardiosave iabp under mfg report number 2249723-2023-04403.

Event description:
N/a

Manufacturer narrative:
UDI # is incomplete as the catalog#, lot #, manufacture date, exp. Date were not provided. This information was requested from the customer; however, despite our best efforts, no information has been received. If any pertinent information is received in the future, a supplemental report will be submitted complaint record ID (B)(4).